Event description:
Patient self tester alleging discrepant results. On (B)(6) 2013 inratio 2.6 lab 7.6 - 30 minutes between tests. On (B)(6) 2013 inratio 2.4 lab 7.3 - 30 minutes between tests patient's therapeutic range unknown.

Manufacturer narrative:
Investigation pending.